Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The complaint product (code 82-5474 lot n/a) were implanted to the patient in (B)(6) 2017. In (B)(6) the patient complained on poor health to the clinic. The next problem was discovered: the valve is not at the stated pressure, and at higher. The valve was not obtusiloba, analysis of csf is normal. Installed valve from another manufacturer. The problem was resolved.

Manufacturer narrative:
It was previously reported that the device would be returned for evaluation. It was later communicated that the device would not be returned. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.